Event description:
The manufacturer was contacted in reference to the rep dreamstation auto CPAP devices. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.